Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. The patient presented with a grade 4 mitral regurgitation (mr). A mitraclip was selected for treatment, but while deploying the clip, the clip slipped and barely attached to the posterior leaflet. The mr was still reduced to a grade of 2 and the procedure was ended. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be due to patient anatomy (calcification of the leaflets and annulus). The image resolution poor appears to be related to patient and procedural conditions as imaging was reported to be challenging due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that imaging was challenging during the procedure due to the patient's anatomy. No additional information was provided.